Event description:
Supplement report being submitted due confirmation from medical affairs on 13mar2023 that stent-in stent method is user error rather than off label use and the completion of the investigation on 28-mar-2023.

Manufacturer narrative:
PMA/510(k) # k163018 device evaluation the zilbs device of rpn and lot number unknown, involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. This complaint relates to pr(B)(4) (emdr # 3001845648-2022-00491) which was raised to investigate the sheath breaking while the user attempted to deploy the stent. This pr (B)(4) was raised to capture the user error of the replacement zilbs device that was used to complete the procedure. Lab evaluation the device evaluation could not be completed as the device was implanted in the patient and photographic evidence of the device is not available. Document review prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. It should be noted that the instructions for use (ifu0065) states the following: ¿this device is not intended to be deployed through the wall of a previously placed or existing metal stent.¿ there is evidence to suggest the user did not follow the IFU. From the available information, it is known that the stent was being placed through the side wall of a previously placed stent, using the stent in stent method. The japanese packaging insert c-es1207m06 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Image review an image was not returned for evaluation root cause review a definitive root cause of user error was identified from the available information. This device is not intended to be deployed through the wall of a previously placed or existing metal stent. The user has not complied with the requirements of the IFU/label with respect to the intended use of the device. It should be noted that, as the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function. Summary this complaint was raised to capture the user error of the replacement stent used to successfully complete the procedure, using the stent in stent method. This goes against the instructions for use which state that the device not intended to be deployed through the wall of a previously placed or existing metal stent. User/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label.. The complaint is confirmed based on customer testimony. There have been no adverse effects to the patient reported. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
While the user attempted to deploy stent in the right posterior of the hepatic potal legion (hilar) by using stent-in-stent method, the sheath broke. (Pr 368555 off label use) he replaced it with another device to complete the procedure. (Pr 378237 off label use of replacement device) off label use: this device is not intended to be deployed through the wall of a previously placed or existing metal stent the patient did not experience any adverse effects due to this occurrence. 1 general questions for all complaints 1-1 (if any damages were confirmed prior to use)was the package damaged? Ni. 1-2 (if any damages were confirmed prior to use)how was the device stored? Ni. 1-3 was a sphincterotomy or balloon dilation performed prior to use of the stent device? No 1-4 was post-dilation performed after the placement of the stent? No. 1-5 what brand of endoscope was used with the device? Olympus. Model unknown. 1-6 what was the target location for the complaint device? Right posterior. 1-7 was the device flushed through both flushing ports before the procedure, as per IFU? Yes. 1-8 details of the wire guide used (name, diameter, hyrdophyllic)? Piolax wrangler 0.035 inch 1-9 was resistance encountered when advancing the wire guide or delivery system to the target location? Yes. 1-10 how did the physician deal with this resistance? Ni. 1-11 was the patient's anatomy tortuous? Ni. 1-12 did the tip of the delivery system cross the target location? Yes. 1-13 did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? Yes. 1-14 was the stent being placed through the side wall of a previously placed stent? Yes 1-15 was the elevator in the down position during deployment? Ni. 1-16 are images of the device of procedure available? No. 8 sheath separation: 8-1 details of the wire guide used (diameter, hydrophyllic, make)? Piolax . Wrangler 0.035 inch. 8-2 was high resistance encountered during stent deployment? Yes. 8-3 was the patient's lesion heavily calcified / was the patient anatomy tortuous? Ni. 8-4 was pre dilatation conducted prior to stent deployment? No. 8-5 was the stent device flushed through the flushing port(s) before the procedure, as per IFU? Yes. 8-6 was the delivery system damaged/kinked/twisted? Ni 8-7 was the delivery system tracked around a tight angle in the patient anatomy or around a tight angle in an endoscope? Yes

Manufacturer narrative:
PMA/510(k) # k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.